Event description:
A us distributor contacted zoll to report that a patient developed burn like marks under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was a cream and an antibiotic by a physician. Follow up indicated that the skin irritation is getting better.